Event description:
It was reported, the patient had a coupling problem. It was noted the patient got six coupling bars following an antenna locate procedure. It was reported, the patient fell on their buttocks a couple of days prior to call, but not directly on the implant. It was noted the stimulator only moved as much as it did prior to the fall.

Manufacturer narrative:
Product ID 97754, serial# (B)(4); product type recharger product ID 97740, serial# (B)(4); product type programmer, patient product ID 977a160, serial# (B)(4), implanted: 2014 (B)(6); product type lead product ID 977a160, serial# (B)(4), implanted: 2014 (B)(6); product type lead. (B)(4).